Event description:
The customer had tested high all day for their blood glucose. They were given extra insulin and pt experienced hypoglycemia and passed out. 911 was called. The device result was 234 mg/dl and a hosp lab read 30 mg/dl about twenty five minutes apart. The reporting rn is not aware of what treatment had been provided. Level one control was run and out of range on the system. The device was replaced and requested to be returned for eval.